Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused lung/respiratory issues, cough, difficulty breathing and skin broken out. The patient has alleged that sand is coming out from the mask, device has a service required message and the device will not power on. The patient did report receiving medical intervention and has a written prescription. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section(s) a2, g3 and h6 health effect - clinical code was updated.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a bipap's device sound abatement foam. Additional information was received from (2) prior complaints on sn (B)(6) and section b5 should be reported as: the manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused lung/respiratory issues, cough and skin broken out. The patient has alleged that sand is coming out from the mask and the device has a service required message. The patient did report receiving medical intervention and has a written prescription. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. .section h6 was updated with the appropriate health effect - clinical code and type of investigation/investigation findings/investigation conclusions have been corrected to reflect that the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused lung/respiratory issues and skin broken out. The patient did report receiving medical intervention and has a written prescription. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a bipap's device sound abatement foam. Sectin g3 was corrected to reflect the latest bad of new information received.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging lung/respiratory issues and skin broken out,difficulty breathing/short of breath,cough,black debris device will not turn on/device not functioning, other thermal issue related to a bipap device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. An initiated therapy which generated airflow.also a complaint regarding a thermal event, additional testing was performed.the water tank was filled with water for the testing.in order to address the complaint that the device will not turn on/device not functioning, a final test was run on the device in order to check the pressure. The device passed the final test.the signaling that the device's pressure was functioning properly.for testing purposes, the firmware was updated from version v1.1.8.3313 to version v1.2.0.3418.the secondary findings scratch on the bottom of the device,evidence of water ingress on blower and blower box suggesting the use of non-distilled water. In the humidifier water chamber.also there is dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device.foreign, teal-colored plastic found within the blower box suggests a source external to the device.there is slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed . The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has found no evidence of degraded sound abatement foam.also can confirm the presence of contamination in the airpath,evidence of water ingress on blower box and blower.